Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported that during an intraocular lens (iol) implant procedure, the iol went through the capsule and had to be removed. Additional information was provided by the nurse, who reported that the capsule bag tore when the iol was being placed in the eye. The iol was removed and exchanged. The patient's current outcome is unknown.